Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow blocked. Customer¿s blood glucose was unknown. Customer stated they have tried all the remedies and insulin pump stop the insulin flow, told to change reservoir and tubing. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
An unexpected pump error 75 occurred during self test. After further review, there were signs of previous moisture presence inside the battery compartment and on the assembly going to the battery board underneath the battery compartment. Device was received with a crack on the battery tube.